Event description:
Boston scientific received information that during a routine in-clinic follow up, this implantable cardioverter defibrillator (ICD) was observed to have reached elective replacement indicator (eri) sooner than expected. The battery voltage was 2.54 volts and the charge time was 15.1 seconds, which, was greater than the eri trigger. Boston scientific technical services (ts) discussed device replacement. An invasive procedure was performed. No additional adverse patient effects were reported.

Manufacturer narrative:
The device was successfully explanted and replaced. The device was sent to hospital pathology. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.